Manufacturer narrative:
(B)(4). The complaint ojr414 optiflow junior 2 nasal cannula is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that an ojr414 optiflow junior 2 nasal cannula broke between the tubing and connector on the left hand side. There was no patient consequence.

Event description:
A healthcare facility in finland reported that an ojr414 optiflow junior 2 nasal cannula broke between the tubing and connector on the left hand side. There was no patient consequence.

Manufacturer narrative:
(B)(4), the optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device ojr414 optiflow junior cannula was not received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Therefore, our investigation is based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of provided photo revealed that the tube was found detached from the right cannula joint. Glue residue is visible on the tube end and inside of the cannula tube joint. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. However, the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.